Event description:
It was reported that during a prostate procedure, the first device was fired and the firing knob came off the rail. The device cut and staples, but the surgeon used suture to over sew. A second device was used and the same thing occurred. The device cut, but the staples were malformed. The surgeon used suture to over the staple line. The case was completed with no pt consequence.

Manufacturer narrative:
(B)(4). Date sent: 06/30/2009. Info anticipated, but unavailable at this time.